Manufacturer narrative:
(B)(4). Date sent to FDA: 03/28/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic recurrent hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that since the initial surgery, the patient has experienced abdominal pain and future medical problems. No additional information was provided.